Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event; however it is reported the surgeon thinks these may be complications from weaning off narcotics. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported they received the spinalpak on (B)(6) 2016, five days later, she started having an allergic reaction. She reports she is allergic to many medications. She stated she spoke with her physician who instructed her to stop using the spinalpak. She reported on (B)(6) 2016 she went to the emergency room for the allergic reaction, she was experiencing increased pain, migraines, and increased blood pressure. She reported she was hospitalized. The sales associate was contacted, he stated the physician thinks these may be complications from weaning off narcotics. The physician instructed the patient not to use the spinalpak for one month, then they will revisit the issue.